Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that on series 50 xm fetal/maternal monitor they were unable to hear the heart beat. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Philips remote support spoke to the customer. The customer stated that the sound coming from series 50 xm fetal/maternal monitor is muffled and sometimes cannot be heard. The customer would like to have this issue resolved. Philips remote support explained that this fetal monitor has been out of support. Philips no longer offers support or has any spare parts for this unit. The customer was advised to reach out to sales for a device upgrade. The customer was provided with the number to the sales center and the end of service (eos) documentation for this monitor. The customer is taking responsibility to correct/repair the device. The device remains at the customer's facility.